Manufacturer narrative:
The reported event of pacing intermittently was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Evaluation of output parameters under nominal settings found normal pacing results with all parameters within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a schedule procedure. During the procedure it was noted that the pacemaker was pacing intermittently. The device was not used, and a new device was implanted. The patient was in stable condition.